Event description:
At 11:30am, parent heard an "unusual" sound coming from pt's trach. Upon closer inspection, parent noted that pt's trach was "split". Parent immediately removed the split trach and replaced it with a new one.